Manufacturer narrative:
Block h2 (additional information): additional information received on 19jun2023 confirming that this event was reported to boston scientific in error and is a duplicate of the other two events as there were only two defective speedbands superview super 7 reported by the customer. Report number 3005099803-2023-03171 is a duplicate of report number 3005099803-2023-03169 and 3005099803-2023-03170. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2023-03169 and 3005099803-2023-03170. Block h6: imdrf device code (B)(6)captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat upper gastrointestinal hemorrhage from esophageal varices performed on (B)(6), 2023. During the procedure, three bands were successfully deployed. When the fourth band was deployed, it was stuck and could not be deployed. Two speedband superview super 7 were used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat upper gastrointestinal hemorrhage from esophageal varices performed on (B)(6) 2023. During the procedure, three bands were successfully deployed. When the fourth band was deployed, it was stuck and could not be deployed. Two speedband superview super 7 were used. However, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.